Event description:
Follow up identified the patient's scs ipg was replaced. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was inoperable. The patient stated he has not charged the ipg in over a year. Surgical intervention may be taken to address the issue.